Event description:
Healthcare professional reported, a right side rupture. Pain and implant removal from textured to smooth, due to the concerns of the product. Healthcare professional, additionally reported, any crease and hole in radius. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on posterior side assessed, as fold flaw opening. Pain: unable to observe, since it is not related to the device. Crease folding of implant: observed, creases on the device. Anxiety-product/procedure: unable to observe, since it is not related to the device. Additional observations: no other observations observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported a right side rupture, pain, and implant removal from textured to smooth due to the concerns of the product. Healthcare professional additionally reported any crease and hole in radius. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.